Event description:
It was reported that during a percutaneous coronary intervention (pci) treatment procedure a balloon rupture occurred. The target lesion was located in the left anterior descending artery. The 3.0mm x 12mm nc quantum apex mr balloon catheter was advanced to the lesion. On the first inflation the balloon reached 20 atms and ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's current condition is good.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer: the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)